Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was not returned and no lot number was provided. Photographs of the subject device received by synthes confirm that the tip of the drill bit is broken off. A root cause cannot be determined. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient is stable and the procedure was successfully completed. It was also noted that the device was discarded by the facility.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hsz, gfa, gff. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during calcaneum surgery performed on (B)(6) 2017, when the surgeon pre-drill to insert a 3.0 mm hcs screw, the drill broke and some fragments are left in the patient's body. Patient condition reported as stable. There is no information available about the surgical outcome and surgical prolongation. Concomitant device reported: hcs screw 3.0 mm (quantity 1). This is report 1 of 1 for (B)(4).